Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device. Customer did accidentally stick herself with the protruding lancet but no medical treatment was required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.